Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl. It was also reported that the controller would not turn on. Symptoms reported include hyperglycemia, upset stomach, body aches, sore throat, and feeling flushed. According to the patient they were also diagnosed with a flu and strep throat. The patient was treated with IV (intravenous) insulin but then left the ER (emergency room) due to them not feeding him. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned that the controller would not charge or turn on and that, when first charging, it would not charge above 70%. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was able to charge above 70%, turn on, and boot up with no issues. Review of the android log files downloaded from the controller found no abnormalities that would prevent the controller from turning on or charging. Physical inspection found no damages or manufacturing deficiencies that would prevent charging of the controller. The controller was found to function as intended.